Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the there was some ventricular undersensing on the right ventricular (rv) lead which appeared to have delayed ventricular fibrillation (vf) detection. It was noted this may have attributed to the patient experiencing syncope. The device and lead were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.